Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a critical pump error alarm. The customer¿s blood glucose was unknown. The customer reports they received a critical pump error image on the pump screen. Advised the pump will need to be replaced. Advised to discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.